Manufacturer narrative:
Device codes: 2017 labeled. Internal file number - (B)(4). Device code 2017- failure to follow steps/instructions was added as no femoral angiogram or other imaging was performed. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the deployment sequence in the perclose proglide instructions for use, states: perform a femoral angiogram to verify the location of the puncture site. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an aortic valvuloplasty interventional procedure. A femoral angiogram was not performed. Reportedly, the suture came out of the artery with the knot when the proglide device was removed. The sutures of two new proglide device were successfully pre-placed. The sheath was upsized to a 14f and the aortic valvuloplasty procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, concomitant medical products: estimated date. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified femoral artery was attempted using a proglide device with a 6f sheath after an aortic valvuloplasty interventional procedure. Reportedly, the sutures were cut and when the device was removed the knot was disarmed. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.